Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned within the introducer sheath. The lot number was confirmed with the packaging returned with the device. During the visual inspection, the proximal contact wire was intact. The coil delivery wire was kinked/bent. The main coil was manually detached and not returned. Functional testing was not carried out as the main coil was detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was very tortuous. During analysis, the coil delivery wire was found to be kinked and the main coil (not returned) had been separated from the wire. Therefore, the reported event was confirmed. Based on visual inspection, it appears the coil had been manually detached. In the case of this complaint, it is likely that the main coil was pushed/pulled against resistance during repositioning inside the microcatheter and the main coil prematurely separated as a result. An assignable cause of procedural factors will be assigned to the main coil prematurely detachment since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Although functional testing could not be performed since the coil had been manually detached, it is probable that the damaged delivery wire contributed to the reported failed detachment with the inzone. An assignable cause of handling damage will be assigned to coil delivery wire kinked/bent and main coil failed to detach since these issues are likely due to handling of the device during the clinical procedure.

Event description:
It was reported that during the procedure the physician tried to detach the coil using the detachment system but was unable to do so. He attempted to remove the coil but on doing so the coil detached prematurely inside the micro catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that during the procedure the physician tried to detach the coil using the detachment system but was unable to do so. He attempted to remove the coil but on doing so the coil detached prematurely inside the micro catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.